Event description:
User facility reported a novasure (ns) disposable device was inserted into the uterus but the cavity was "too narrow to perform the procedure". Upon removal from the cavity "plastic particles" were found in the cavity. The physician "flushed" the uterus to remove the particles. Follow-up information was received on (B) (6) 2009. It was reported there was "just one tiny piece" of plastic in the uterus and it was successfully removed by the physician. During follow-up received on (B) (6) 2009, the physician reported a hysteroscopy, dilatation and curettage (d&c), and sounding, with a metal sound, were done just prior to the attempted ns procedure and during the post hysteroscopy the uterus was flushed with 1000cc of normal saline to remove the particle. He reported the ns device was carefully inspected at that time and saw no issues, no plastic was missing. The physician does not believe this ns device was the cause of this event. Additionally, it was reported that this patient has been seen on follow-up and is doing fine.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. The novasure disposable device along with the retrieved piece of plastic were returned for evaluation. Visual inspection of the device showed no sign of damage and passed all functional testing. The device performed as intended. The piece of plastic was found to be not consistent with the material used in the novasure device. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B) (4).